Event description:
The micro sagittal saw was returned for service. Upon eval at the MFR, it displayed a bias current error when connected to the console signaling a condition occurred from which the device has the potential to run without user activation. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon eval, the motor was discovered to be damaged.